Manufacturer narrative:
Further investigation identified that this event was previously reported under mrn 3004024955-2018-00002.

Event description:
Feedback from post market clinical follow-up for the tritanium c system was received. The physician reports, "cages collapse," and, "I have had three lumbar cages collapse over time," respectively. The physician clarified that the devices involved were tri pl cages and not tri c cages and imaging provided indicates the cages fractured. None of the patients have been revised. This report captures the third of three devices. Further investigation identified that this event was previously reported under mrn 3004024955-2018-00002.

Event description:
Feedback from post market clinical follow-up for the tritanium c system was received. The physician reports, "cages collapse," and, "I have had three lumbar cages collapse over time," respectively. The physician clarified that the devices involved were tri pl cages and not tri c cages and imaging provided indicates the cages fractured. None of the patients have been revised. This report captures the third of three devices.

Manufacturer narrative:
H3 other text: device remains implanted.

Manufacturer narrative:
Device location unknown.

Event description:
Feedback from post market clinical follow-up for the tritanium c system was received. The physician reported, "I have had three lumbar cages collapse over time." The number of patients involved is not currently known, nor is revision status. Upon receipt of additional information, a supplemental report will be filed. This report captures the third of three devices.